Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution was received during which the customer confirmed there was a problem with the battery operation. The rse determined this battery was not available for order at this time and provided this information to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The rse determined this battery was not available for order at this time and provided this information to the customer. It has been concluded that no further action is required at this time. H3 other text : remote support was provided to the customer.

Event description:
It was reported the device switches off if disconnected from the mains and while charging energy. There was no patient involvement.